Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider called to report a left side rupture seen during surgery implant exchange. It was also reported patient had some "delayed healing of the vertical and 't' scars" and "implant malposition versus deformity.¿ the device has been explanted.

Event description:
Healthcare provider called to report a left side rupture seen during surgery implant exchange. It was also reported patient had some "delayed healing of the vertical and 't' scars" and "implant malposition versus deformity¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior. Base on the device analysis the final assessment is: striated broken assessed as surgical damage.